Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical lung cancer, when they dissociated lung parenchyma, they stapler was able to fire, there was poor staple formation and the staple line was incomplete distally. They sutured by hand to fix the staple line. They changed to a new device to complete the case.